Event description:
It was reported that during a surgery the burr became defective. Per complaint reporter there was no harm for patient, operator or third party. No further information was provided. ***update 28-jan-2026 pictures were provided of the affected device, which show that the tip of the device is deformed and broken.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.